Manufacturer narrative:
Concomitant medical products: product ID: 7495lz51, serial #: (B)(4), product type: extension. Product ID: 7495lz51, serial #: (B)(4), product type: extension. Other relevant device(s) are: product ID: 7495lz51, serial/lot #: (B)(4), ubd: 29-jun-2006, UDI #: (B)(4). Product ID: 7495lz51, serial/lot #: (B)(4), ubd: 17-jul-2006, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome. It was reported that there were malfunctioning extension lead and pulse generator with low battery which was indicating need for replacement. It was reported the 0 lead was open on the spinal cord stimulator electrode. Patient reported that when he backed up into a wall or changes positions he could end up with a shock going into his spine. Therefore there a replacement took place on (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 7495lz51, serial# (B)(4), product type: extension; product ID: 7495lz51, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the low battery indicator was due to normal end of service, and that the cause of the malfunctioning lead/open circuit was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2015, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient believed the low battery indicator was due to an end of service issue, and that the cause of the malfunctioning lead/open circuit was not determined. No further complications were reported/anticipated.